Manufacturer narrative:
It is anticipated that the device remains in the patient. If additional information pertinent to the event is obtained, a follow-up report will be submitted. The secondary case that occurred on (B)(6) 2017 was reported to the FDA under MFR# xxxxx.

Event description:
On (B)(6) 2014, the patient was initially implanted with an afx bifurcated stent graft, two afx vela suprarenal, and two afx limb stent grafts. On (B)(6) 2017, an additional afx limb stent graft was implanted for an unknown reason. A third procedure was performed on (B)(6) 2017. During the third procedure, an ovation ix iliac limb and another afx limb stent graft were implanted for an unknown reason. No additional event or patient information is available.